Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. A device history record review for each lot was conducted. No anomalies were found based on the device history record review. No additional investigation is required based on device history review. A complaint history examination indicates this was the fourth complaint against the components of the reported final lot number. No sample was returned and the device history review (DHR) of the lot number provided indicated that the product was released according to the manufacture's acceptance criteria, the root cause for the cannot be determined. However, an investigation has been initiated to identify a corrective and preventative action for complaints of this nature. The manufacturer internal reference number is: (B)(4).

Event description:
The customer reported leaky trocar cannulas during a procedure. There was no patient harm reported. Additional information and a product sample have been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).